Event description:
Bleeding through envelope. Capsulotomy: 4/14/88. Blood pressure: high low. Bladder/urinary: chronic infections, high blood pressure, brain/neurological: peripheral neuropathy. Demyelinating neuropathy. Anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, balance disturbances/vertigo/dizziness. Chest/rib cage: pain &/or burning sensation, inflammation. Elevated cholesterol or triglicerides. Eyes: rapid deterioration. Extremities chronic swelling, chronic pain, chronic discoloration red toes, heat or cold sensitive, raynaud's disease. Chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Substantial severe headaches. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, unusual chronic infections. Inflammation, swelling of joints, arthralgia, persistent joint stiffness. Chronic unexplained muscle spasms, muscle pain & burning, fibromyalgia, tmj syndrome. Unexplained rashes, sun sensitive, night sweats, chronic insomnia, sleep: chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drop things, and misjudges distance/run into objects. Implants replaced 9/27/78. Calcium deposits.